Event description:
It was reported, that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use in a moderately calcified vessel. During the procedure, it was noted, that the balloon ruptured in a pinhole form upon first inflation at 12 atm for 15 seconds. The device was removed using normal method without issue. And the procedure was completed with a different device. No complications were reported. And patient was good post procedure.